Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res (B)(4). Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Additional information was received and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop pneumonia, respiratory track irritation, dizziness, and headache. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated.  There was no mention of visual findings on the external part of the device.  The internal aspect of the device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they have confirmed the customer's allegation, and there was visible foam degradation and dust contamination in the blower. The unit passed the final test.  In this report, sections d9, g3, h3, and h6 have been updated.